Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a unknown xen® gts "the injector locked" during implantation in unknown eye.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, corrected, and/or changed data: b3, d4, e1, h4.

Event description:
Healthcare professional reported a unknown xen® gts "the injector locked" during implantation in unknown eye.